Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that implant (oss313) was removed due to fracture at tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified significant signs of implant thread damage and fracturing of the implant body. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the oss313 dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances /CAPA/ hhe/d/ie/product holds for the reported product. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss313). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The most likely cause related to the event is patient parafunction over the course of 3.5 years.